Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of metallic particle at the wound; therefore, the condition of the product could not be verified. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that metal particles were appeared at the wound during cataract surgery while using ophthalmic cannula. Additional information received indicating that the metal particles were observed at the main wound was retained. There was swelling in the wounds. The particles were not able to see in post operation due to edema. The patient was advised for a day magnetic resonance due to the material seems metallic. There was no intervention and hospitalization following the event. Ophthalmic knives were also used during procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).